Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the sterile field was contaminated by metal debris from the device and device packaging. The surgeons glove was punctured as a result of the metal debris. No further information has been made available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual examination of all inner and outer features (specifically the fiber metal pad) found no protruding wires or burrs of any kind. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Based on review of the returned device, the device conformed to specifications. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.